Manufacturer narrative:
(B)(4). Batch # r5779f. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot/batch. Additional information received: was anvil united correctly with spike? I think it was because normally the anvil slides off the spike when you start to close down the gun if it is not fully engaged. The gun fired properly (crunched) the second time around. What happens if there is not enough pressure on the firing handle ie incomplete firing (no crunch). If nothing happens there should not have been a hole in the rectum. I have used the cdh for 18 years and not had a similar problem before. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if one or two devices experienced issues during the procedure? What healthcare professional fired the device and what is his/her experience? With the first firing, was the device difficult to close? When was the safety removed? Was the device difficult to fire? What was done after it was identified there was no crunch after the first firing? Was the initial device fired again? Was another device utilized at that time? How many counterclockwise revolutions were done to remove the device? Was the device able to be removed? What is the current patient status?

Event description:
It was reported that during a laparoscopic reversal of hartmann¿s procedure there was an issue with the device. Therefore, the procedure was converted from laparoscopic to open to complete the anastomosis and another like device was used. The anvil was in the colon, spike out of rectum ¿ united (but no click despite clearly united). Closed down into green zone. Waited, safety catch off, fired and there was no ¿crunch¿. Gun opened ¿ head of gun visible ie hole in rectal stump. Anastomosis not salvageable laparoscopically. Cannot disengage anvil. Gun closed again and 2nd attempt made to fire in order to try and minimize the enterotomy ( ie contamination) and to permit removal of device. This time there was a crunch on firing. Gun opened. Anastomosis disrupted as expected. Anvil disengaged and removed per abdomen.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2018. Batch # r5779f. The analysis results found that the cdh29a device arrived with no apparent damage. Only the casing half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: could you please confirm if one or two devices experienced issues during the procedure? Only one cdh29a device experienced an issue during the procedure. What healthcare professional fired the device and what is his/her experience? Healthcare professional who fired the device was (consultant colorectal surgeon) - used cdh for 18 years. With the first firing, was the device difficult to close? The surgeon did not comment that the device was difficult to close but did advise that he did not hear / feel the usual ¿click¿ when uniting the anvil and spike. When was the safety removed? The surgeon commented that the safety was removed after waiting for 15 seconds. Was the device difficult to fire? No comment made about the device being difficult to fire but did comment that there was no ¿crunch¿ of the breakaway washer. What was done after it was identified there was no crunch after the first firing? After it was identified that there was no crunch after the first firing, the surgeon commented that he opened the gun and observed that the head of gun was visible (i.e. Hole in rectal stump). Anastomosis was not salvageable laparoscopically. Also, could not disengage anvil. Was the initial device fired again? Was another device utilized at that time? The surgeon commented that the initial device was fired again ¿gun closed again and 2nd attempt made to fire in order to try and minimise the enterotomy (i.e. Contamination) and to permit removal of device. This time there was a crunch on firing.¿ another cdh29a device was not utilised at said time. How many counterclockwise revolutions were done to remove the device? One and a half. Was the device able to be removed? Yes. What is the current patient status? Fine.